Event description:
It was reported that during a balloon treatment procedure, the device became stuck on the guide wire. The target lesion was located in the cephalic vein. The 10.0x40mm mustang balloon was advanced over a non-bsc wire and the device was not tracking well and became stuck on the wire. The balloon and guide wire were removed together and upon removal a unknown material was removed from the wire. The procedure was completed with another balloon. No patient complications were reported.

Event description:
It was reported that during a balloon treatment procedure, the device became stuck on the guide wire. The target lesion was located in the cephalic vein. The 10.0x40mm mustang balloon was advanced over a non-bsc wire and the device was not tracking well and became stuck on the wire. The balloon and guide wire were removed together and upon removal a unknown material was removed from the wire. The procedure was completed with another balloon. No patient complications were reported.

Event description:
It was reported that during a balloon treatment procedure, the device became stuck on the guide wire. The target lesion was located in the cephalic vein. The 10.0x40mm mustang balloon was advanced over a non-bsc wire and the device was not tracking well and became stuck on the wire. The balloon and guide wire were removed together and upon removal a unknown material was removed from the wire. The procedure was completed with another balloon. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4). Updated: catalog/model #, device lot number, device expiration date, device avail. For eval?, returned to MFR. On, device returned to MFR.?, device evaluated by MFR.?, if not evaluated provide code, device manufactured date, result codes, conclusion codes. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was received along with two guidewires and a glass container containing the foreign material in a clear liquid. An examination of the catheter found no issues. The guidewires were examined and no anomalies were noted. The outer diameter of the guidewires were measured and found to be consistent with the diameter wire recommended for use with this device. Each guidewire was inserted through the tip and wire lumen of the returned device with no restrictions noted. The passage of the guidewires through the lumen was carefully inspected in order to see if any additional foreign material was pushed out from the device. However, no foreign material was identified. The foreign material was inspected under the microscope and it was found to be a gray amorphous solid. It was noted that the foreign material did not resemble any part of the balloon catheter and did not look like anything that would be used during the catheter manufacture. The foreign material did not resemble any part of the guidewires that were received with this device. The foreign material was sent externally for further analysis of its composition. The findings of this analysis suggested that the foreign material is a fragment of connective tissue and did not appear to be polymeric or from any material that would typically make up the construction of this device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).